Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 341 mg/dl at the time of the incident. The customer was at 140 mg/dl at the time of the call. The customer was given shots to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed and when the customer used the pump the next day, their blood glucose spiked again. The customer's spouse reported the pump was dropped and bumped. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion test, self test and unexpected restart error test. The stop (idle) current and run current measurement tests are within specification. Insulin pump also passed off no power alarm test and the dat test at 0.08770 inches. Insulin pump was unable to prime during prime test due to faulty force sensor resistance (gold). Unable to perform the occlusion test and excessive no delivery test due to prime anomaly. Insulin pump had minor scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.